Event description:
The wilson cook hot biopsy forceps failed. The moving handle does not open the forceps. Additional follow-up reveals: sterilization has been ruled out as a contributing factor. The manufacturer indicated that too much stress or force was being placed on the device. Education of users is needed.